Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was advanced for dilatation. The balloon was dilated at 6 atmospheres for 3 to 4 seconds upon the first inflation. However, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.